Manufacturer narrative:
Balt USA reference: #(B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f231100315 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "I was not in this procedure as this was performed late friday evening. I received a phone call from the physician in the middle of this procedure. He was performing a gda embolization. He was using a 2.4fr progreat mc and had deployed a few other prestige coils in this procedure prior to this incident. He noted that he did not experience any heavy resistance and that the anatomy was not tortuous he notd that as he was pulling back the coil to adjust, it had pre-detached.the distal part of the coil was in the gda and the majority of the coil was in the mc. He then tried to push it out, unfortunately it did not pack well and the proximal end of the coil started to move to the proper hepatic artery and into a branch off of the proper hepatic." Incident report form submitted for this complaint indicates that no patient injury was sustained.